Event description:
Inability to fully interrogate the device and "eos" warning display. Device status is reported as "eos" and battery voltage value in blank. Please note: rep performed a successful device reset and re-interrogated the device. The device status was now "bol" but battery voltage was reported as 4.65v. Following a manual cap reform, the device again exhibited "eos" status with no battery voltage value reported. Explant recommendation was given.